Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that patient's pain remained unresolved, less activity, needed stimulator repositioned. Patient's pain was higher than the frequency. Vibrations needed to cover leg and ankle pain. The steps taken to resolve the pain were physical therapy, medicines, little activity and a use of si belt. It was reported that the issue of therapy not really helping since implant was not resolved but the stimulator helped patient only in a laying down, supine position.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
A consumer implanted for other chronic/intract pain (trunk/limbs) and spinal pain reported that since the device was implanted it hadn't helped much. An appointment was scheduled with the healthcare provider (hcp) and a request was made for the manufacturer¿s representative (rep) to be there to adjust stimulation because the consumer thought ¿the leads weren't placed in the right spot because it didn't hit the pain, and it had been off and on for a couple months with the pain getting worse starting in 2016.¿ the consumer also mentioned seeing a picture they weren't familiar with ¿like a pendulum,¿ but they didn't want to troubleshoot any further.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.